Event description:
The complainant reported that an impella rp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. Following removal of the temporary pacing wire and placement of a swan-ganz catheter, an increase in pulmonary artery systolic pressure was observed, accompanied by a 1-liter decrease in impella flow at performance level p6, raising concern for possible thrombus ingestion. The medical team discussed potential management options and continued close monitoring. A chest x-ray confirmed stable impella rp positioning. Device flow subsequently normalized later that evening, and the device appeared to function appropriately. The patient remained on systemic heparin and milrinone infusions. The pump was eventually weaned and explanted, and the patient survived the event.

Manufacturer narrative:
Investigation summary thrombosis/arrhythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: clinical reported after swan placement via femoral vein and tpm removal, there was increase in ps and drop in pump flow. The data logs confirm clinical events and show 2 motor current spikes about an hour apart with speed deviations and a shift in placement signal. The pump flows also dropped at that instant with no change in p-level. Purge flows dropped after first spike and resolved after second spike. Low flows were sustained for about 3 hours before issue resolved right after another motor current spike. This is likely as a result of biomaterial being displaced from the impeller. The cause of the issue was determined to be as a result of an ingestion event as evidenced by log pattern device history lot device lot number: 1945905 device history batch subcomponent lot: n/a device history review the pump sn (B)(6) passed all post sterile inspection checks.